Manufacturer narrative:
Sample collection information was not provided. The instrument is currently performing within qc specifications; however, qc was not run before or after the incident. A field service engineer (fse) was dispatched and found that the analyzer had a cracked diluent reservoir. The fse performed adjustments to the rbc latex gain and the main analyzer board. The fse also replaced the main analyzer board. The root cause for the erroneous cbc results was attributed to the hardware that was serviced. Per labeling, the startup cycle ensures that the instrument is ready to run; includes turning on hgb lamp and performing background test. Background count measures the amount of electrical or particle interference.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the coulter ac-t diff 2 analyzer was generating erroneous complete blood count (cbc) results. The results were not provided by the customer. Per the information provided by the customer, the instrument failed startup on white blood count (wbc), red blood count (rbc), and platelets (plts). It was during the service visit when the field service engineer (fse) discovered that the instrument was generating erroneous cbc results on patient samples. There was no death, serious injury, or change to patient treatment associated with this event.